Manufacturer narrative:
Tryton aware date: (B)(6) 2019 - initial notification of event from the site. The event was described by site as "unlikely related" to tryton device. Therefore, a complaint was not generated at this time. (B)(6) 2019 - tryton received notification of the adjudication by the clinical events committee (cec) for the post approval study that the event was "probably related" to the tryton device. As a result, a complaint was generated. Production records and trend analysis were reviewed with no device problem found. Because the device was not returned and, therefore, not available for testing, a definitive conclusion by tryton could not be reached.

Event description:
The continuation of the lcx closed after deployment of the tryton stent from proximal lcx into om1 and dilation with a short 4.0mm balloon in the proximal portion. The patient experienced significant chest pain but remained stable from rhythm and hemodynamic standpoints. Multiple wires were used to reaccess the and eventually open the lcx continuation. The onyx stent was then deployed from proximal to mid lcx. A side cell of the stent was ballooned to "unjail" the om1 with kissing balloon inflation. A good angiographic result was achieved. Ck-mb [of 51.7 is] greater than 3x the upper normal limit [of 7.2]. This is defined as a peri-procedural mi. What was the target lesion (mv and sb)? Mv - 18.5-mid circ no 5, sb - 20-1st ob marg. What was the medina classification? 1.1.1. What was percent stenosis? Mv - 80%, sb - 80%. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No. What was the degree of calcification (none/low/medium/high)? None. What was the degree of tortuosity (none/low/medium/high)? Low. What guide catheter (size and type) was used? 6fr ebu 4. Did the device prep normally (i.e. Maintain negative pressure)? Yes. Was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? No. Was there any resistance/friction while inserting the balloon through the guide catheter? No. Was predilatation performed prior to attempting to place the tryton stent? Yes. Was there difficulty reaching the lesion? No. Was there difficulty crossing the lesion? No. Were multiple dilatations performed during the attempt to place the tryton stent? No. Was the tryton stent removed between dilatations? If so, how many times was it removed and was it checked visually for distortion/damage? N/a. If multiple tryton devices were used during the procedure, include device sizes used (ex. 2.5/3.5, 2.5/3.0, etc.). N/a. Was a subsequent tryton stent successfully deployed at the intended site? No. What was the final patient outcome? Mv - 0% timi 3 flow, sb - 0% timi 3 flow.